Event description:
It was reported that a patient with an ambicor penile prosthesis (app) presented for a follow up appointment in 2025, where a pumping issue was identified. The left cylinder failed to deflate and remained inflated in the resting position. A revision surgery was scheduled for (B)(6) 2026 to replace the device with a three piece prosthesis. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Deflation issue, and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. The device history record (DHR) confirmed the device to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. Based on the information available a conclusion code of unable to exclude device problem was assigned to this investigation

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of deflation issue, and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that a patient with an ambicor penile prosthesis (app) presented for a follow up appointment in 2025, during which a pumping issue was identified. The left cylinder failed to deflate and remained inflated in the resting position. A revision surgery was performed in which the device was replaced with an inflatable penile prosthesis (ipp). No patient complications were reported.

Event description:
It was reported that a patient with an ambicor penile prosthesis (app) presented for a follow up appointment in 2025, where a pumping issue was identified. The left cylinder failed to deflate and remained inflated in the resting position. A revision surgery was scheduled for (B)(6) 2026 to replace the device with a three-piece prosthesis. No patient complications were reported.